Event description:
Boston scientific received information that this, right ventricular defibrillation (rv) lead, right atrial (ra) lead and a right ventricular pace/sense (rv) lead were explanted due to a patient infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
The explanted products were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.